Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a treatment percutaneous transluminal angioplasty tip breakage occurred. The occlusion was located in the anterior tibial artery. To recanalize it and some other arteries below (posterior fibular and posterior tibial), a v-14 controlwire was inserted. The tip of the wire made a loop and broke 2cm from the tip. The broken tip lodged in the extra vessel area. The proximal part was removed. Another wire was used to support the dilation of the posterior arteries. No more intervention was performed on the anterior tibial artery as the reopened collateral vessels give enough blood flow to the dorsal artery of foot.